Event description:
The user facility reported that water was leaking from the water treatment system and flooded the decontamination, o.r. And recovery departments. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the adapter on the pure water tank was cracked causing water to leak. The technician replaced the adapter, tested the unit and returned it to service. The water treatment system is under steris service contract and preventive maintenance was completed on (B)(4) 2011 when no leakage was noted. Steris has determined this is an isolated event.